Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump powered on but the display screen was unreadable. Evaluation revealed a torn keypad. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed a keypad leak, moisture in the display screen, and moisture and corrosion on all internal pump surfaces. The complaint could not be adequately investigated due to moisture in the pump.

Event description:
The patient reported that after wearing the pump in a pool, the patient received a cs alarm but the buttons were unresponsive. The patient confirmed that there was no visible damage to the pump case or keypad. The patient reportedly wore the pump in an undergarment and cleaned the pump with a toothbrush.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.